Event description:
An altitude alarm was reported on the pump the customer was using, which occurred multiple times over the past month. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. The customer's insulin delivery was temporarily suspended, and they were advised to clean the pump's speaker holes and change the cartridge. After attempting to resume insulin delivery, the alarm recurred, but waiting for two hours allowed the issue to resolve. The pump returned to normal operation after the additional moisture evaporated, and the customer was given preventive tips to avoid future alarms.